Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa (10-100 cfu), e. Coli (<10 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope sprint using peracetic acid. The subject device was not used after the failed microbiological testing was conducted. The service department of olympus australia checked the subject device and found that the adhesion of the bending section was chipped and detached. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [June 29th, 2020]. Pseudomonas aeruginosa (<10 cfu). [July 2th, 2020]. Pseudomonas aeruginosa (<10 cfu).